Manufacturer narrative:
(B)(4): results: (endoleak), (pre-operatively ruptured thoracic aortic aneurysm), (treatment of a pre-operative ruptured thoracic aortic aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured 7.5 cm thoracic aortic aneurysm approximately 2 months ago. It was reported that the aneurysm was 4 cm in diameter sometime post implant. The pt recently presented with intermittent back and flank pain and the thoracic aortic aneurysm was found to have increased to 8 cm in diameter. Currently, there was no distal seal which resulted in a distal type 1 endoleak and this was attributed to the aortic remodeling. Two thoracic extension cuffs were implanted 2 days later and resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.